Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because the report of the patient's settings reverting after being exposed to security screeners is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report that the patient's settings had reverted after travelling internationally and being exposed to security screeners. Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n338709, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient reported "on off problems with stimulator". When traveling internationally, they "just walked through and put hands up", going through security. Resulting from this, the stimulator reverted back to the old programming, which would raise stimulation and jump back to the old setting. They had been reprogrammed twice after notifying the manufacturer representative (rep) in (B)(6) 2015. No patient symptoms were reported, and the indications for use were non-malignant pain and post lumbar laminectomy syndrome. A supplemental report will be submitted if additional information is received.